Manufacturer narrative:
Date rec'd by MFR: 03jul2019. Date of report: 31jul2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 24oct2019. Upon analysis of the returned touchscreen, the resistance ul_lr and ur_ll measurements failed. The ul_lr and ur_ll resistance were out of specification and resistance ratio ul_lr/ ur_ll were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11june2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement.